Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was heating up during use was confirmed. An assessment was performed and it was observed that the tab-lock was damaged. It was determined that the handpiece device was run without a cutter installed causing a spring in the burr lock to move out of place, and caused the tab lock to be also out of place, thus, causing the tab lock to rub against the inside of the cutter drive housing and causing the excessive heat. It was further determined that the device failed test for temperature assessment (122 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a laminectomy surgical procedure, it was observed that the handpiece device was heating up during use. It was reported that there was no delay in the procedure due to the event as an identical spare device was available for use. It was reported that the device was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.